Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 52.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11408. It was reported that both the right ventricular and right atrial leads exhibited high capture thresholds and sensing issue; it was noted both the lead were dislodged. The leads were explanted and replaced. The patient was in stable condition.